Event description:
It was reported that the patient developed a pocket erosion with the device can and leads visible. The pacemaker system including the right ventricular lead was removed. The patient was stable and was treated with antibiotics prior to an anticipated reimplantation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5164502, mw5164503.

Manufacturer narrative:
Combination product: yes. An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related.